Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with an unknown amount of insulin. The customer's blood glucose was 120 mg/dl. Reportedly, the customer's insulin gauge displayed accurate fill estimates as intended prior to the call with tandem technical support.